Event description:
The customer called for help with her contour meter. While troubleshooting, it was discovered that the meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A replacement meter were sent to the customer.